Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08790 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. The following analysis summary relates to recent testing of pumps performed as part of litigation. This additional testing is being added as a supplement to the original test results noted above. Visual inspection: verify if the pump has any cosmetic damage (yes or no): yes. If yes, location of the damage (i.e., display screen): no damage noted on the retainer ring. Minor scratched display window, scratched case, pillowing keypad overlay. No battery cap was received. 1.591 volts on the test energizer alkaline battery. Using a test battery cap. Retainer ring color (black or clear): clear. Is the retainer ring connected to the case (yes or no): yes. Is the retainer ring intact (yes or no): yes. If no, describe the condition: n/a. Verify if the reservoir locks in place? (Yes or no): yes. Test appendix: ngp 1. Pump self test = ok - pas.s 2. Sleep current measurement = 0.67 ma ok - pass. 3. Active current measurement (benchmark elec.) = n/a ma. 4. Active current measurement (jabil elec.) = 148 ma ok - pass. 5. Rewind = ok - pass. 6. Seating = ok - pass. 7. Basic occlusion test = ok - pass. 8. Force sensor test = 2.5 lbs. Ok - pass. 9. Occlusion test = 2.7 units ok - pass. 10. Displacement test = 0.03510 in. Ok - pass. 11 lcd function test = ok - pass. 11. Displacement accuracy test = 0.08725 in ok - pass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 17 mg/dl at the time of the incident. The customer was at 160 mg/dl at the time of the call. The customer used food and glucose tablets and was given intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer was trying to get approval for the continuous glucose monitoring system. The customer used the pump before they got their doctor's approval. The insulin pump will not be returned for analysis.